Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
This report is being submitted due to the 1st unknown size amplatzer vascular plug ii that interacted with the mitraclip that was implanted resulting in a single leaflet device attachment (slda). It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A mitraclip was implanted, however there was still mitral regurgitation (mr) on the medial side of the clip, and it was decided to implant an unknown size amplatzer vascular plug ii (avpii). During the deployment of the plug, the anterior leaflet was accidentally pulled out of the clip, resulting in single leaflet device attachment (slda). The clip was still stable on the posterior leaflet. The plug was noted to be not big enough and another avpii device needed to be used. During an attempt to implant the 2nd unknown sized avpii, it detached from the delivery system and embolized. It exited the heart and went into the iliac artery, but did not cause a complete blockage in the blood vessel. It was noted that this was not a premature detachment from the delivery system. The embolized device was snared out successfully and the procedure was aborted. The cause of the embolization was a combination of lack of space and nothing for the device to grab or hold onto. It was noted that the patient remained hemodynamically stable throughout the procedure. Additional information was received that the patient died on an unknown date due to heart failure. No additional information was provided. Related manufacturer reference numbers: 2024168-2022-00174-00, 2135147-2022-00019.

Event description:
Subsequent to the initially filed information, the following information was received: it was reported that on (B)(6) 2021, the patient died due to heart failure. It was reported that the patient's symptoms did not worsen due to the procedure. The implanter does not classify the death as related to the devices and that the death was due to the patient¿s pre-existing severe heart failure and related co-morbidities. There is no allegation of malfunction against an abbott device or the procedure.

Manufacturer narrative:
An event of implant of the amplatzer vascular plug off label, inside the heart was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, arten600038211 revision a" the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."